Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes, d9. Returned to manufacturer on: 24-feb-2026, h3. Device eval by manufacturer? Yes. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit grp a strep 30 test veritor (material#: 256040), batch number unknown. The customer reported that they received 3 negative results with the veritor kit, but received positive results with the quickvue assay. Additionally, the customer confirmed that they do not have the kit lot number available of the kit affected and have been storing reagents in another kit lot box. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos were received. Return samples of the impacted components were received and functionally tested. The results were passing and acceptable. The reported issue was unable to be confirmed. A trend analysis for discrepant results was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) negative strep a patient result was obtained. Sample recollection occurred as the patient was symptomatic. Upon testing using the quickvue assay, a positive strep a result was obtained. There were no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) negative strep a patient result was obtained. Sample recollection occurred as the patient was symptomatic. Upon testing using the quickvue assay, a positive strep a result was obtained. There were no health impact or consequences reported.